Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation.

Event description:
Report received that while operating on battery power, the pump powered off by itself. The customer contact reported that while delivering an unspecified medication during transportation of the pt by the anesthesiologist, the pump "went black and died." It is unspecified if the pump sounded an audible alarm prior to the power loss. There was no report of any adverse pt outcome. Multiple unsuccessful attempts have been made to obtain add'l info.